Event description:
A jetstream g2 nxt device was used to treat a chronic total occlusion (cto) located in the sfa and distal popliteal. One pass was made in minimum diameter mode and while pulling the device back, the guidewire kept backing up into the catheter. The physician got the guidewire back to trifurcation and started with blades up. He almost got to the popliteal when suddenly the guidewire came out of the back end of the pod,. It was noticed while trying to back out the rest of the guidewire, that the tip of the guidewire broke off. The guidewire tip stayed attached to the g2 nxt device, so it did not go downstream. Unable to complete the case since they lost guidewire access. The patient was not injured and will be brought back for treatment on another day.

Manufacturer narrative:
The pathway jetstream g2 nxt catheter and guidewire were returned with the guidewire lodged in the catheter lumen. Visual observation confirmed a break in the guidewire but both pieces were retained within the device. Evaluation of the device revealed tissue in the drive coil (the guidewire lumen) which can occur during use of the device.